Event description:
It was reported that the right ventricular lead impedance had increased steadily from its baseline impedance over a period of 5 days, spiked to 3500 ohms and an alert was triggered, and then returned to baseline. It was later reported that the right ventricular (rv) lead had fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance and one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03. The daily pace lead impedance trend data shows a spike increase for rv pace from 324 to 3936 ohms peak between (B)(6) 2011, then returning to a baseline of 324 on (B)(6) 2011. The lead was oversensing and one ventricular non-sustained tachycardia (nst) episode with a cycle length of 210 ms was noted on (B)(6) 2006 09:37:35.